Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the planned hvad lvad insertion proceeded as per routine but upon first attempt to wean off bypass after pump insertion, flows increased to 7, 8, then greater 10l/min in 5 minutes after coming off bypass. The wet test was performed without issue and surgical steps were followed according to the IFU. The team initially thought it was flow settling, but after observation of power increase from baseline 3.6w to peak 6w, it was determined pump had possibly ingested thrombus. Inflow jet stream was difficult to visualize on tee. The decision was made to go back on cardiopulmonary bypass and evaluate the pump. After thorough visual inspection, washout, and testing of pump, it was discovered that clot/foreign substance was interfering with rotor. The pump was exchanged and the preexisting outflow graft was attached to new pump. Normal parameters were achieved after weaning off bypass a second time. Existing outflow graft, surgical tools, and driveline extension cable were used. New hvad pump was the only item exchanged. The patient has been subsequently transplanted on (B)(6) 2016.

Manufacturer narrative:
User facility medwatch report was received on 11/28/2016. After separation of cardiopulmonary bypass during the hvad implantation procedure, the energy versus flow of the device did not correlate. There was concern for thrombus or material in the device. The patient was then placed back on bypass and the device was explanted for evaluation. An additional back table test was performed and the device did not pass. The new pump was implanted and the patient was weaned from bypass. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a sudden spike in power consumption on the reported event date. Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual examination independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.